Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose event. The paramedics were called to the scene. The blood glucose reading at the time of the event was 22 mg/dl. Customer was not aware of low blood glucose. Customer was not transported to hospital. Nothing further reported.